Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the investigation is inconclusive for the reported catheter detached and migration issue, as the device was not returned for evaluation. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 11/2020). Device not returned.

Event description:
It was reported that approximately one year post port placement, the catheter allegedly detached from the port body and migrated into the heart. The patient experienced severe pain during flushing and underwent two surgeries to remove port and catheter. The patient's current status was unknown.

Event description:
It was reported that sometime post port placement, the patient experienced severe pain during flushing and dye study confirmed the catheter allegedly detached from the port body and migrated into the heart. It was further reported that two additional intervention required to remove port and catheter. The patient's current status was unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one clearvue low profile powerport with a catheter and cath-lock which had a segment of catheter inside were returned for evaluation. Also, one medical record was provided for review. Visual, microscopic visual, tactile, dimensional and functional evaluation were performed on the returned device. Based on the medical record review and the sample evaluation, the investigation is confirmed for the reported migration, fracture and material separation issue. According to the medical record, sometimes post port deployment, an x-ray showed that the infusion port was projecting at the left upper hemithorax laterally. Apparent discontinuity with a catheter projecting in a right paraspinal distribution, extending from the level of superior vena cava caudally. The caudal tip was not visualized. The caudal portion of the visualized catheter projected at the right atrium and intrahepatic inferior vena cava. One month later, computed tomography (CT) revealed that the catheter was caudal to the position. Again a month later, x ray showed that the upper portion of the catheter in the superior vena cava and the lower portion of the catheter in the inferior vena cava. A recent chest x ray revealed that the catheter had detached and migrated to the inferior vena cava. Subsequently, fluoroscopy guided catheter retrieval and port removal was done. The port was removed. However, there was a small fragment of catheter still attached to the port hub under the retention cuff that was consistent with the broken end of the catheter that was retrieved with a 20mm loop snare, the lower aspect of the catheter tip in the inferior vena cava was captured. Eventually, one day later, no residual catheter fragments were seen on fluoroscopy. During sample evaluation, the edge of the compound break, which corresponded to the proximal segment, was jagged and the surface texture appeared smooth and granular and the first compound break corresponds to the break on the distal end of the returned catheter. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use states that, "this device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off." "Warnings: a radiographic confirmation of catheter placement should be made to ensure that the catheter is not being pinched by the first rib and clavicle." "Signs of pinch-off clinical: difficulty with blood withdrawal . Resistance to infusion of fluids. Patient position changes required for infusion of fluids or blood withdrawal radiologic: grade 1 or 2 distortion on chest x-ray. Pinch-off should be evaluated for degree of severity prior to explantation. Patients indicating any degree of catheter distortion at the clavicle/first rib area should be followed diligently. There are grades of pinch-off that should be recognized with appropriate chest x-ray as follows¿ ¿preventing pinch-off the risk of pinch-off syndrome can be avoided by inserting the catheter via the internal jugular vein (ij). Subclavian insertion of the catheter medial to the border of the first rib may cause catheter pinch-off, which in turn results in occlusion causing port system failure during power injection. If you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even sever the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched.¿ h10: d4 (expiry date: 11/2020), g3, h6 (patient). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one clearvue low profile powerport with a catheter and cath-lock which had a segment of catheter inside were returned for evaluation. Also, one medical record was provided for review. Visual, microscopic visual, tactile, dimensional and functional evaluation were performed on the returned device. Based on the medical record review and the sample evaluation, the investigation is confirmed for the reported migration, fracture and material separation issue. According to the medical record, sometimes post port deployment, an x-ray showed that the infusion port was projecting at the left upper hemithorax laterally. Apparent discontinuity with a catheter projecting in a right paraspinal distribution, extending from the level of superior vena cava caudally. The caudal tip was not visualized. The caudal portion of the visualized catheter projected at the right atrium and intrahepatic inferior vena cava. One month later, computed tomography (CT) revealed that the catheter was caudal to the position. Again a month later, x ray showed that the upper portion of the catheter in the superior vena cava and the lower portion of the catheter in the inferior vena cava. A recent chest x ray revealed that the catheter had detached and migrated to the inferior vena cava. Subsequently, fluoroscopy guided catheter retrieval and port removal was done. The port was removed. However, there was a small fragment of catheter still attached to the port hub under the retention cuff that was consistent with the broken end of the catheter that was retrieved with a 20mm loop snare, the lower aspect of the catheter tip in the inferior vena cava was captured. Eventually, one day later, no residual catheter fragments were seen on fluoroscopy. During sample evaluation, the edge of the compound break, which corresponded to the proximal segment, was jagged and the surface texture appeared smooth and granular and the first compound break corresponds to the break on the distal end of the returned catheter. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use states that, "this device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off." "Warnings: a radiographic confirmation of catheter placement should be made to ensure that the catheter is not being pinched by the first rib and clavicle." "Signs of pinch-off clinical: ¿ difficulty with blood withdrawal ¿ resistance to infusion of fluids ¿ patient position changes required for infusion of fluids or blood withdrawal radiologic: ¿ grade 1 or 2 distortion on chest x-ray. Pinch-off should be evaluated for degree of severity prior to explantation. Patients indicating any degree of catheter distortion at the clavicle/first rib area should be followed diligently. There are grades of pinch-off that should be recognized with appropriate chest x-ray as follows¿ ¿preventing pinch-off the risk of pinch-off syndrome can be avoided by inserting the catheter via the internal jugular vein (ij). Subclavian insertion of the catheter medial to the border of the first rib may cause catheter pinch-off, which in turn results in occlusion causing port system failure during power injection. If you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even sever the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched.¿ h10: d4 (expiry date: 11/2020), g3. H11: b3, b5, e1, h6 (device, method, result) . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement, the patient experienced severe pain during flushing and dye study confirmed the catheter allegedly detached from the port body and migrated into the heart. It was further reported that two additional intervention required to remove port and catheter. The patient's current status was unknown.